Event description:
It was reported that an intraocular lens (iol) was implanted and the surgeon noticed a scratch on the surface, therefore it was removed. No other information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: unknown/not provided. If implanted; give date: the intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. First/given name/last name:: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: further follow-up information was provided that there was no patient injury. Additional information indicated in form received with product return; patient: female, 81 yrs. Old, date of birth: (B)(6) 1941, date of surgery: (B)(6) 2022, od (right eye). Physician is dr (B)(6). Fields below updated: section a2: age: 81 yrs. Old, date of birth:(B)(6) 1941. Section a3: female. Section b3: event date: (date of surgery) (B)(6) 2022. Section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr. 19, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: no suspect lens was received. Visual inspection of the handpiece found a cartridge crack and damage to the cartridge as well. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint issue "cosmetic issues" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the following fields were inadvertently not updated in the supplemental MDR repor #1 when the doctor's information became available; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section e1: title (e.g., mr., ms.): doctor. Section e1: first/given name: (B)(6). Section e1: last name: (B)(6). Section e1: email address: (B)(6). Section e2: health professional?: yes. Section e2: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.